Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated by multiple programmers after a magnet was placed over the device. An error message appeared on the programmers. The implantable cardiac monitor was exchanged. No patient was involved.